Event description:
It was reported that the patient had a reaction to device.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. Sex: this information was not provided when asked. The patients weight is not provided when asked. Ethnicity/race: this information not provided when asked. Date of event: this information was not provided when asked. Relevant tests/laboratory data/other relevant history: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erokodent reported no further complaints from this material lot. Lot# e-pro 4.0-11737 (erkoloc-pro) was manufactured from october 6, 2021 and was assigned an expiration of october 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned in the original case. Additionally, two printed resin models were returned. The results of the upper tray were summarized: roughness - the edge was smooth. Internal aspect was smooth; external aspect appeared rough. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned had a slight milky hue and was not fully clear/transparent . General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient used mild soap and water before the first use. Additionally, the provider reported the patient has allergies to penicillin and related antibiotics as well as seasonal allergies. Also, there is a medical history of hypothyroidism and is an epileptic. Supplier erkodent reviewed the incident details and determined an evaluation was not possible. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Device label: risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. (B)(4). Manufacturer reference: (B)(4).

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint. The patient received the device on (B)(6) 2022 and used it that evening. The patient complained of dry mouth during the adjustment of the device while in the office at the appointment. Later that evening, she experienced swollen painful lips and dry mouth extending to the back of the throat. She removed the device after 5 minutes of use with the reaction lasting 24 hours. There was no medical treatment required and the current status is "healthy." The patient has allergies to penicillin and related antibiotics as well as seasonal allergies. There is a medical history of hypothyroidism and is an epileptic. The patient is treated with lamotrigine, calcium and vitamin d for the epilepsy. She takes levothyroxine for the thyroid condition. There is a surgical history of thyroid ablation. With regard to the device: the office does not clean the device prior to delivery. But the patient used mild soap and water before the first use. The provider has the device to return.

Manufacturer narrative:
Additional information provided by the provider: updated to reflect the new information provided.